Manufacturer narrative:
The insulin pump passed the displacement test, rewind, self test, off no power test, basic occlusion test and prime test. Device was received stuck in motor error alarm loop during bolus and basal delivery. Unable to confirm motor position encoder error alarms due to several error alarms in the history file due to corrupted history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform excessive no delivery test, unexpected restart error test and occlusion test due to motor error alarms. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Device was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the pump history contains a motor position encoder error. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given.